Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the device did not work when attached to the generator. A second device was opened and functioned properly. There was no reported pt consequence. 1 device is being returned.